Manufacturer narrative:
Approximate age of device ¿ 3 years and 6 months. Device evaluation: evaluation of the replaced portion of the percutaneous lead confirmed the reported pump speed reductions and pump stops recorded in the submitted system controller log file. Elevations in pump power up to 31.8 w were noted while operating on battery power. Approximately 10 inches of the external portion/distal end was returned for further evaluation. The lead was wrapped in several layers of medical tape and silicone tape. The outer silicone jacket was separated from the metal connector, which was partially repaired with the tape. Continuity testing of the lead in its returned condition found the yellow wire was open and the brown wire was intermittently open with minor movement at the metal connector. A second continuity test was performed after removal of the repair tape, which found the yellow and brown wires were open and the black wire was intermittently open with minor movement at the metal connector. Removal of the outer silicone jacket, clear bionate, and braided shield layers revealed that the yellow, black, and brown wires were completely fractured adjacent to the metal connector. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on tethered power, the resulting short to ground would have caused the pump speed reductions and pump stops captured on the submitted system controller log file. The reported event also could have been caused by a phase-to-phase short which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or battery power. Additionally, at least one wire from each phase must be intact for the pump to operate. An intermittent loss of electrical continuity in both the black and brown wires could have caused the reported event. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a drop in speed and estimated pump flows of 0 lpm. Upon manipulation of the system controller, pump stoppages occurred. The patient remained asymptomatic. The manufacturer's technical services representative reviewed the provided log file and multiple pump stops and low speed advisories were observed on both power module and battery support. On (B)(6) 2015, technical services arrived onsite for an external percutaneous lead repair. X-ray images reviewed on site showed an area of concern near the distal end. A continuity test indicated a broken yellow wire. A percutaneous lead replacement was performed and all subsequent tests passed. It was reported that no issues were noted after the patient was connected to the grounded patient cable.